Event description:
At the end of a transapical tavr procedure, during closure of the apex, one of the purse string sutures tore through the apex as it was tightened. Attempts to close the apex with additional sutures failed. The decision was made to go on cardiopulmonary bypass (cpb) to stabilize the patient during repair of apex. The team was unable to get the arterial cannula from the common femoral approach so they elected to expose the right axillary artery for arterial bypass access. The apex was repaired using a combination of surgical felt and glue and cpb was weaned. The patient received 5 units of blood during the procedure. The patient remained stable throughout. Ta approach was chosen due to severe pvd. The surgeon elected to dissect fatty apex tissue prior to sewing purse strings in. The surgeon deemed the tissue quality of the apex to be the probable cause of the apex tear.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the surgeon deemed the tissue quality of the apex to be the probable cause of the apex tear. The patient¿s female gender could also have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.